Event description:
It was reported that the customer was in the intensive care unit. The mother stated that the insulin pump had a frozen display. Troubleshooting was performed. The time on the device was not advancing, and the buttons were unresponsive. The caller stated that the buttons did not start working without a battery change. The customer's blood glucose reading at time of call was 170mg/dl. The mother stated that there is a message on display, but she could not clear the alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.